Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that the touchscreen on the ventilator was unresponsive when the unit was turned on. The unit had to be re-booted in order for the touch screen to be functional. The device was not in use on a pt when this event occurred.